Event description:
Nellcor puritan bennett received a call from a rep of the user facility on 05/16. User facility called to report the following problem: vent is dumping the breath out the exhalation valve. Infant was desaturating and asyncronous with the vent. Caregiver did note which alarms were on.